Manufacturer narrative:
Unable to confirm insertion anomaly due to the customer did not return the insertion needle, only the sensor.

Event description:
The customer reported via phone call that there was a needle break with their sensor. The customer reported the needle was shorter than normal when the sensor was removed from their body. The customer stated their site felt fine. The customer assumed the rest of the sensor was still inside their body. Customer's blood glucose was 75 mg/dl. The csutomer stated the introducer needle was not bent upon removal. Customer later reported the sensor cannula was intact upon closer examination. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.